Event description:
It was reported that following the implantation of a retroarc sling the patient experienced "retention issues" with "overflow incontinence." A revision surgery occurred to loosen the sling. There were no further patient complications reported as a result of this event.